Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect: clinical code: (B)(4). Imdrf annex a code medical device problem code: (B)(4).

Event description:
It was reported by the distributor that the chloraprep is dry. Per email: the nurse informed me today they had 10 more dry chlorapreps, which is now up to 38 each quantity affected for this complaint. They only kept our kit labeling, not the chlorapreps, but at least we now have a lot number for our chloraprep lot involved with this complaint which is lot# 0326686.

Event description:
It was reported by the distributor that the chloraprep is dry. Per email: the nurse informed me today they had 10 more dry chlorapreps, which is now up to 38 each quantity affected for this complaint. They only kept our kit labeling, not the chlorapreps, but at least we now have a lot number for our chloraprep lot involved with this complaint which is lot# 0326686.

Manufacturer narrative:
A sample was available for evaluation. The returned sample did not provide enough evidence to verify the reported issue. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handling. A device history record review was completed for batch/lot 0326686 and no non-conformances related to broken ampoule during the manufacturing of this lot. No further actions are required at this time. This failure will continue to be tracked and trended. H3 other text : see narrative below.